Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster for evaluation. Visual inspection and functionality test of the returned device were performed following bwi procedures. Visual inspection was performed, and a hole was observed on the pebax surface with reddish material inside. The damage on the pebax surface could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. A manufacturing record evaluation was performed for the finished device batch number 31060827l, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and the bwi product analysis lab identified a hole in the pebax. During the procedure, the physician removed the catheter in order to insert the ablation catheter. Upon removal the physician noticed some blood on the tip of the catheter and when the medical team tried to flush they were unable to do so. The physician requested a replacement catheter due to blood clot concerns. Upon replacing the catheter the issue was resolved and the procedure continued. No patient consequences were reported.